Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) could not be reviewed because the lot number was unknown. One sample was received for evaluation. The sample confirmed the issue reported by the customer. The investigation team tried to reproduce the sample received from the customer. Simulation confirmed the bending of the needle at 50 degrees recreated the conditions present on the returned sample. The needle puncturing the safety mechanism is most likely caused by an excessive cannula bending. It was found that it was not possible that the needle cannula was bent prior to use by the customer because the needle cap cannot be assembled on the needle hub during the assembly phase of manufacturing if the needle is bent. The needle was most likely bent during or after the patient was injected. No corrective and preventative actions are deemed necessary at this time. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the needle punctured through the safety mechanism.